Event description:
Physician was performing a total laparoscopic hysterectomy, right salpingo-oophorectomy, lysis of adhesions. While using the endo stitch auto suture suturing device it would not reopen and locked with a stitch. Instrument was removed without difficulty and surgery proceeded without event.